Manufacturer narrative:
Correction h6. The investigation of the reported failure mode has been completed. No product was received for evaluation. Atrial fibrillation/ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Respiratory failure: the patient had respiratory failure on (B)(6). The cause of the injury was not determined due to insufficient clinical details. Optical signal issue: data logs show that upon starting the pump the placement signal (ps) was 130mmhg and then the patient would decompensate causing the ps to go from ~130mmhg to 60mmhg and then it would increase again until the ps would lower again with slight changes in flow. Motor current was relatively flat. The ps dropping most likely relates to the patient decompensating and then receiving boluses of drugs which then causes it to increase after. This occurred throughout the duration of the case. No alarms were triggered. The logs do not show an error with the calibration of the optical sensor. Due to lack of product returned and insufficient clinical details that confirm the timing of drug boluses as well as lack of information regarding the a-line readings, the root cause of the optical signal issue cannot be established. Device history review: the device passed all the post sterile inspection checks.

Event description:
It was further reported that the patient experienced atrial fibrillation with rapid ventricular response and was treated with amiodarone. Spontaneously converted to sinus rhythm.

Manufacturer narrative:
Additional information/correction: b5, h6.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During the support, the patient's left lower extremity had become ischemic because of the impella being in place. The patient had severe peripheral artery disease (pad) prior to placing the impella. Additionally, there was a disparity between the patient's radial arterial line and placement signal (70/60 versus 173/72) potentially mediated by the patient's severe pad which had made intervention planning challenging for the team. The impella position was stable on echocardiogram. Additionally on day two of support, the patient was intubated for respiratory failure but its unknown if this is related to the device. The impella was removed due to ischemia. The patient's outcome is unknown.